Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter, the patient's blood glucose results were "lo less than 20mg/dl." & 229 mg/dl. Tests were done within 10 minutes with a difference of more than 20% per ccr. Patient did not experience any adverse events. No further information has been reported. Note: customer using expired control solution.